Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4). (The importer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). The actual pump involved in the reported incident was returned for eval. The volumetric accuracy was tested three times using a 50cc syringe and a rate of 12ml/h with a volume to infuse of 50ml. The results were all within spec at 49.2ml, and 49.5ml in approx 4 hr and 10 min. The tests completed with no interruptions or alarms. The syringe empty sensor was also checked and the sensor correctly detected when the syringe was empty. The pump log was reviewed. On (B)(6) 2012, at 10:55:15 a standard infusion was started with a volume to be infused set at 50ml and a rate of 12.00ml/h. At 12:36:33 "syringe near empty; on" message was displayed, at 12:39:34 "syringe empty: on" message was displayed. At 12:39:34, the infusion stopped with a total volume infused of 20.90ml or 99.7% of the expected volume. At 12:39:34 and 12:44:46 the "syringe near empty" and the "syringe empty" alarms were confirmed and turned off, respectively. At 12:44:54, the infusion was re-started with the same rate of 12.00ml/h. At 12:50:03, the pump pressure was set to level 9 and immediately a "pressure alarm" occurred and the infusion stopped. The infusion stopped with a totaled volume infused of 1.03ml or 100.7% of the expected volume. At 12:50:50, the pressure alarm was turned off and confirmed. At 12:57:10, the "syringe_holder_open" was selected then a "syringe_drive_error" occurred. At 12:57:51, the pump was unplugged then at 13:11:06, the pump was plugged in. At 14:12:10, the pump was again unplugged and not used the rest of the day. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.

Event description:
As reported by the user facility: (B)(4) infusor space us, serial # (B)(4). Vtb 50ml time for infusion should have been 4hrs 20 min infusion. Started at 10:25am and finished at 12:40 pm. Customer is sending power cord with pump incase power cord was part of problem. Drug infused: (B)(4) epidural.